Event description:
Account reports incidents in which during withdrawal of the needle lock device, the synthetic sleeve stopper separates. Reporter stated there have been incidents of backflow of blood into the tubing, however, there was no patient compromise.